Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the touchscreen was broken. It was also noted that the company logo button and latch of the cord bay were broke. The bullets assembly was missing. The light emitting diode window of the radiofrequency (rf) head was cracked and the cable of the rf head was twisted but functional. The anti slip layer of the r head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was returned for preventative maintenance. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.